Event description:
It was reported that upon attempting to do a biopsy of the lliac bone, the last 3.5 ml of the needle broke off inside the patient, and was lodged in the bond. The technician stated there were no plans to reove the needle tip, and it would be left inside the patient. The patient's condition was reported to be okay. They were an outpatient and did not need to be hospitalized. No further medical intervention was necessary.